Event description:
It was reported that during an implant surgery, the first vectris lead was functional in 0-7 and the patient was getting stimulation, but they could not get the second lead to fire. It was stated that the lead was swapped to the 0-7 slot, but it continued to show an open circuit. It was stated that they ¿have done it several times¿. It was reported that after taking the lead out, wiping it down, and reinserting it in the 0-7 slot, normal impedance was showing ¿except 4/7 with group impedance¿. It was noted that the manufacturer¿s representative had to end the call abruptly; additional information was requested but not available. Additional information received reported that the patient was doing well and was receiving effective therapy. It was stated that no products were removed.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.